Event description:
It was reported by service report that the rail assembly does not snap shut. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cot fastener rail assembly.